Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-10672. The report was submitted in error.

Manufacturer narrative:
H10: investigation findings: the reported complaint was verified after connected the returned 8401 monitor to a gas canister and when applied 10% c02 gas the monitor produce a high c02 reading of 80 mmhg (spec: 73 +/-4 mmhg.) A low cal (calibration) was performed with a low cal unstable error.? A high/low calibration was perform and passed with 74 mmhg. The low cal was re-checked and passed the calibration test. Due to low cal unstable error per (B)(4) was found the nafion tube will be replace as a preventive maintenance. The failure resulted from contaminated nafion tubing due to wear of usage affecting airflow and co2 stability. Monitor was last serviced over 2 years ago in jan 2019 where the nafion tubing was last replaced to meet specification per ro# (B)(4). Further DHR review is not relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a smiths medical capnocheck will not calibrate. No adverse patient effects were reported.